Event description:
After a failure attempt of a stent deployment in the right coronary artery the dr removed the device and observed a radiopaque fragment in the groin (femoral artery). It was confirmed during analysis that this fragment was the distal tip of the guidewire. Hosp has withheld all pt info.